Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 4.00x24mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 4.00x24mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older device is a combination product. Device evaluated by MFR.: promus element,mr,ous 4.00x24mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the distal end of the stent was noted to be lifted from their crimped position and pulled in a proximal direction. The undamaged crimped stent outer diameter was measured using a snap gauge and the result was within max crimped stent profile measurement. An examination of the distal tip showed no signs of damage. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.